Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that the patient had been having issues blousing. The lack of a bolus was causing them to be sick. It was noted that when positioning the communicator over pump, the patient commented that the pump was "almost like it moved, it's hard to track".